Event description:
It was reported that the patient experienced an overstimulation sensation from her implantable neurostimulator (ins) whenever she attempted to give herself a bolus from her pain pump. The ins and pump had shifted, so they were about one inch from each other. The overstimulation sensation presented in the patient's leg, but was temporary and went away when communication with the pump was completed. Moving the implants to more appropriate locations was not an option due to the patient's posture. It was also noted that the patient had lost "a lot" of weight since receiving the implants. The patient had been "working around" the overstimulation issue by turning the ins stimulation down prior to requesting a bolus. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 8835; product type: programmer, patient, product ID: 8637, serial# (B)(4); product type: pump. (B)(4).